Event description:
It is reported that a peg broke off the impactor during use.

Manufacturer narrative:
As described in the complaint, the peg broke upon impaction. This failure has been characterized as a material issue. Consequently, the material of this part has been changed from 455 sst to 13-8 sst, which is less notch-sensitive, to remedy the problem. The device has a potential field age of approx 40.5 months.